Manufacturer narrative:
The device was returned for analysis. The reported hub break was unable to be confirmed. The reported inflation problem and the reported leak/hub were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the noted device damages (kinked inner/outer member/support skive, stretched guide wire exit notch, kinked/bent hypotube). There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.50x15mm trek balloon was noted with a crack at the hub when the balloon was unable to be pressurized. A leak was also noted at the hub. Another trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.